Event description:
It was reported that the patient experienced angina pectoris. In (B)(6) 2020, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 90% stenosis and was 35 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 38 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. One week later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with angina pectoris and was hospitalized on same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was administered to treat the event. One week later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
(B)(6).